Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they had a fall on 2024-jun-12 and everything was fine until that friday. On friday 2024-jun-14 they started having electric shocks and it wasn't working right. They went to see their doctor and the manufacturing representative (rep) on 2024-jun-19. The device kept working for about a week after the fall and then all of a sudden that friday they started getting all these electric shocks, jumping around and they realized something must have been wrong. They tried adjusting the device, but it wouldn't communicate at all. The doctor and the rep went through all this stuff and they weren't getting anything and nothing was working that well. It was saying the battery was still good, but they had surgery on (B)(6) 2024 and it was determined that the lead, probably from when they fell, shifted a little bit and caused problems. On 2024-jul-29 additional information was received from a manufacturer representative (rep). The rep reported that when they call the patient for an office appointment, the patient did not mention being shocked. On 2024-jun-27 they called the patient to check on them and they again didn't mention they were being shocked.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2c5ys serial# implanted: (B)(6) 2021 explanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.